Event description:
Maceration was reported during product use.

Manufacturer narrative:
It has been confirmed the product in question is not a smith&nephew product, therefore can you please cancel the report as the report is no longer required.